Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted (B)(6) 2014 with ldh >50000, dark urine, and potential thrombus. The vad coordinator also reported speed fluctuations 60-100 rpm. Silicone pulled apart on driveline at insertion area of controller x-ray of driveline and log files sent (B)(6) 2014 to rule out internal lead fracture: the log file has been reviewed; the log captured a few speed drops with the lowest being 9280 and never below the low speed limit. There was also one event of a power elevation of 10.1 associated with a pi event. No other adverse alarms or events captured in the approx 6 day log. There was no indication of a driveline issue in the log file or in the x-ray submitted. The pt was placed on a high dose of heparin and being monitored currently. If presumed thrombus does not resolve, pump exchange planned for (B)(6) 2014. If the ldh and hematuria resolves with heparin, plan for clamshell application on (B)(6) 2014. Ldh increasing, creatinine increasing to 3.0 despite heparin therapy. Decision made for pump exchange. Pump exchanged performed (B)(6) 2014, the pt tolerated operation well, continue to monitor.

Manufacturer narrative:
The device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.